Event description:
A bag containing 504 mls of mesna was hung at 17:10. Rate was set at 168ml/hr. At 18:18 the nurse returned to the room and found the bag was empty. Biomed states the tubing drip chamber and tubing had fluid remaining. It was unk if the system alarmed. The vtbi read 316.9ml. There was no pt consequence.